Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted. Further, there was evidence of abuse or mishandling. Following repair of the unit, this programmer operated as expected. The device manufacture date for this product is october 14, 1998.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and there was no patient involvement reported. Initial analysis completed in our post market quality assurance laboratory found that the printed circuit board (pcb) was burned up and shorted out.